Event description:
Affiliate reported that it was found that after a MRI the pressure of the valve changed from 140mmh2o to 180mmh2o. The doctor tried to change the pressure, but the device would not reprogram. The device was not revised as the pt's condition is stable

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.